Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of probe has exposed wires at the strain relief was confirmed, identified as use related. The sr8 was received with physical damage noted. The probe strain relief is damaged on the probe end of the cable. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - probe has exposed wires at the strain relief.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed probe has exposed wires at the strain relief.